Event description:
It was reported that during a da vinci si colectomy surgical procedure the bowel grasper instrument was noted to have a wire sticking out of the tip of the instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one drive cable is broken at the snake wrist. The broken cable segment sticks out of the snake wrist. The wrist motion is not intuitive as a result of the cable breakage. The other cables at the wrist are not damaged. Engineering also observed scratches on the maintube. The insulation is gouged in various places and has a .036 x 0.032 piece of insulation missing. The metal shaft is exposed as a result. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.